Manufacturer narrative:
Product complaint #: (B)(4). The actual sample was returned for evaluation. During visual product evaluation , the needle and the suture were found separated from swage point. Remains of suture could not be seen inside the needle bore. As complaint sample pack was received in open condition functional product evaluation cannot be performed on received sample.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent unknown procedure for fistula on unknown date and suture was used. The suture broke during use. There were no adverse patient consequences reported.

Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: (B)(4) 2018. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Device not returned from customer. Five retain samples of the incident code and lot number was retrieved for analysis. These packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. These packs were opened and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. As a part of further investigation batch manufacturing record was reviewed. The batch manufacturing record was reviewed and found to be as per requirements. Finished goods record was reviewed and was found to meet the specification. From the above analysis there was no issue related to the suture quality and processing of this incident lot. As the complaint is related to suture breakage , tensile strength test is applicable & measurable parameter. Minimum knot pull tensile strength test and average knot pull tensile strength test values of the retain sample was found to meet the usp average tensile strength requirement. All the individual tensile strength values for retain sample were found meeting usp average specification requirement. All the values are within the control limits. This analysis shows that there was no issue related to processing of the lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received